Manufacturer narrative:
Batch review performed on 17 may 2021: lot 1908381: (B)(4) items manufactured and released on 18-dec-2019. Expiration date: 2024-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a tibial subsidence. The cause of the tibial subsidence is unknown. 1 year and 3 months after primary the surgeon revised the tibial tray, insert, and implanted tibial augments, an offset connector, and a fluted extension stem. The surgery was completed successfully.